Event description:
The customer contacted stryker to report that their device's lid has failed. As a result, the device may not automatically power on when the lid is open. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's lid has failed. As a result, the device may not automatically power on when the lid is open. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no report of patient use associated with the reported event.